Event description:
A ventilator was returned to a third party service center with an allegation the battery was not charging. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at a third party service center, a failure of the device to charge its internal battery was observed. The device's internal battery was replaced to address the issue.